Manufacturer narrative:
This is a vendor supplied product, therefore, the customer was referred to the vender (intelligent power) to perform troubleshooting and to resolve the issue. A bec field service engineer (fse) was not dispatched for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the uninterruptible power supply (ups) was not functioning properly and a burning odor was coming from the ups unit in the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.